Manufacturer narrative:
(B)(4). The device has been received for analysis; however the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on february 26, 2016 that a wallflex¿ biliary rx stent was to be used to treat a stricture in the common bile duct during an endoscopic balloon sphincteroplasty (ebs) procedure performed on an unknown date. During the procedure, the physician attempted to deploy the wallflex¿ biliary rx stent in the common bile duct, however it failed to deploy. The physician removed the wallflex¿ biliary rx stent from the patient fully-constrained on the delivery system. Upon inspection, outside the patient, it was then noted that the white dilation tip of the delivery catheter was damaged. The procedure was completed with a different device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
A wallflex¿ biliary rx stent and delivery system was returned for analysis. Visual examination of the returned device found the stent was fully constrained within the sheath with the reconstrainment band attached. In addition, the inner shaft was protruding from guide wire port and was stretched and twisted. During functional analysis, the stent was deployed by pulling the tip of the delivery system. No other issues were identified during the product analysis. Although the damage to the tip of the delivery device was not confirmed, device analysis determined that the condition of the returned device was consistent with the complaint that the stent could not be deployed because the inner shaft was protruding from guide wire port. The cause of the damage during analysis was consistent with use of force during deployment and was most probably due to anatomical or procedural factors encountered during the procedure, performance of the device was limited. Therefore, the most probable root cause for this complaint is operational context.

Event description:
It was reported to boston scientific corporation on february 26, 2016 that a wallflex¿ biliary rx stent was to be used to treat a stricture in the common bile duct during an endoscopic balloon sphincteroplasty (ebs) procedure performed on an unknown date. During the procedure, the physician attempted to deploy the wallflex¿ biliary rx stent in the common bile duct, however it failed to deploy. The physician removed the wallflex¿ biliary rx stent from the patient fully-constrained on the delivery system. Upon inspection, outside the patient, it was then noted that the white dilation tip of the delivery catheter was damaged. The procedure was completed with a different device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.